Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of a large volume folfusor. The pm was described as, ¿point contaminant in the hose¿ and ¿contaminant did not come off by wiping, so it is most likely on the inside of the hose¿. The pm was discovered while filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 1, 2023 and august 3, 2023. H11: the actual device was received for evaluation. A visual inspection noted a brown particulate matter (pm) embedded in the material of the tubing line. The pm particle was molded within the material of the tubing line and was not in the fluid path. The pm was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via fourier-transform infrared spectroscopy (ftir) testing. Pvc and phthalate are the materials of the tubing line. Burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition was manufacturing related. However, the embedded pm was not in the fluid path and is unlikely to cause harm. This issue does not impact the sterile pathway and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.